Manufacturer narrative:
(B)(4).

Event description:
The customer reported a clenz (cleaner) leak when shutdown was performed on the lh750 instrument. The customer was unable to isolate the leak. The operator was wearing safety glasses, a lab coat, and gloves. There was no contact to open or broken skin or mucous membranes. There was no report of results being affected as a result of the leak. There was no death or injury and no changes to any patient treatment associated with this event. The msds was not reviewed and no one sought medical attention. There is a risk management / exposure control plan is in place at the facility. The field service engineer (fse) found that the drain tubing (drain line) connected to the bottom port of the stain chamber had come loose and replaced it. Root cause for the leak was the stain chamber drain line tubing that had come loose. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.